Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 25/jul/2016. Information contained in this report was previously submitted through 410psr on 21/jan/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the device noted: yellow particles were observed on the outer surface of the implant, weight of the device was to specification, air voids were noted between the gel and the shell of the implant, and bubbles were observed in the gel. The implant was also noted to be deformed.

Event description:
Explanting physician reports: capsular contracture grade iii and double capsule of right device. Device replace with non-allergan product.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Explanting physician reports: capsular contracture grade iii and double capsule of right device. Device replace with non-allergan product.